Event description:
The caregiver of a patient reported that the patient was hospitalized at the (B)(6), united kingdom (doctor¿s name was unspecified) with hyperglycemia. The patient wore the pod between 37 and 48 hours on their leg. The patient experienced differing blood glucose levels on their continuous glucose monitor versus with finger pricks. The following results were received: -controller showed 18 mmol/l, but finger prick was 12 mmol/l (unspecified time at night). -controller showed 22 mmol/l, but finger prick was 17 mmol/l (at approximately 16:00). At an unspecified time, the blood glucose via finger prick was as high as 18.1 mmol/l. The patient was brought to the hospital at 06:00 on (B)(6) 2025. He was experiencing ketones as high as 2.5 mmol/l and stomach sickness. When admitted to the hospital the pod was removed. Diagnosis was not specified. As treatment, insulin injections were given via insulin pen and unspecified ¿anti-sickness medicine¿ was given. The patient¿s ketones came down to 0.5 mmol/l, but the blood glucose level after treatment was not specified. At the time of the report at 18:47 on (B)(6) 2025, the patient was still in the hospital. Dexcom has been notified.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
In the case description, the customer says that the continuous glucose monitor (cgm) data showed differing/incorrect blood glucose values when compared to the finger prick results. The patient history buffer (phb) data showed that the estimated glucose values (egv) were updated every 5 minutes, when the continuous glucose monitor (cgm) transmitted the bg values to the pod. Due to the unavailability of the cgm or the finger prick data, it could not be determined if the cgm was delivering incorrect values. The exposed portion of the soft cannula was observed to be bent. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run that would suggest an issue with insulin delivery. Although the cannula was damaged, the timing and cause of the damage is unknown, and the exact cause of the event could not be determined. The patient history buffer (phb) data showed that the automated glucose control algorithm appropriately adapted to changes in estimated glucose values and user inputs.